Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) inappropriately withheld therapy for a junctional rhythm. Noted that the sinus tachycardia (st) rule gave way to another 1:1 rule, which ultimately failed to withhold and provided therapy. Upon further review, the criteria to withhold was no longer met as there was atrioventricular dissociation prior to detection. The ICD remains in use. No further patient complications have been reported as a result of this event.